Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor, camera, and amplifier were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a desynchronized image which had stars on it and was jumping. No pt injury was reported.